Event description:
It was reported that the patient was treated for a laryngeal mass obstructing the airway which was causing the patient to have respiratory failure. During the emergency tracheotomy surgery, the cuff was leaking. The gas-cut casing was replaced as result. No patient injury or complications were reported in relation to this event.